Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: was the device fired on tissue? No because jaws would not open fully and cartridge kept slipping out. If yes, did the jaws open enough for the device to be removed from the tissue? N/a. Just for clarification, was the device difficult to open and difficult to close? Both.

Event description:
It was reported that during a thoracotomy left lobectomy procedure, the jaws of the device would not open or close properly or fully and the load kept falling out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. The returned reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.